Event description:
The customer reported the shock test failed in op check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the shock test failed in op check. There was no patient involvement. The device was evaluated by a philips fse. The symptom was isolated to a faulty therapy pca. The therapy pca was replaced to resolve the issue. The device passed all testing and was returned to service. We are considering this a malfunction of the therapy pca. Replacing the therapy pca resolved the reported issue.